Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient contact, when the user inserted the cannula with the obturator from the set into the catheter during preparation, the cannula with the obturator perforated the pigtail of the catheter. Another device was used instead to complete the procedure.